Manufacturer narrative:
Hospital representative reporting event stated the hospital's position was that the mesh did not cause the infection. No sample is being returned for evaluation. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Patient was implanted in 2007 and discharged to home. The next day, patient presented to the ER with redness around umbilicus (site). By four days later, redness had increased. Patient brought to surgery, when incised, pus discharged from site. Mesh was explanted. Infection found to be on top of mesh.